Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had returned the puck. After the device was cleaned and tested, it was found to have very low suction and did not perform adequately in all tests. A request was made to have the account credited for this device, as it was no longer in the patient¿s possession.